Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the patient had a magnetic resonance imaging scan done of their brain, the device was found to have had an electrical reset. Also the right ventricular (rv) lead impedance had increased by approximately 54 ohms. It was noted the thresholds were unchanged after the scan. The reset was cleared and the device and rv lead remain in use. No patient complications have beenreported as a result of this event.